Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: device photograph(s) for the device related to the reported event of rupture, silicone migration and lump/nodule was reviewed on april 23, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side device rupture, ¿7 mm nodule¿ and ¿two isolated axillary lymph nodes infiltrated by silicone¿ diagnosed via mammogram and ultrasound. The device has been explanted and replaced with another manufacturer's device.

Event description:
Physician reported right side device rupture, ¿7 mm nodule¿ and ¿two isolated axillary lymph nodes infiltrated by silicone¿ diagnosed via mammogram and ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness was within specification) as per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side device rupture, ¿7 mm nodule¿ and ¿two isolated axillary lymph nodes infiltrated by silicone¿ diagnosed via mammogram and ultrasound. The device has been explanted and replaced with another manufacturer's device.